Manufacturer narrative:
The insulin pump passed operating current and displacement test however prime alarm during prime test at four pounds and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. No failed battery test alert and no blank display noted during test. No moisture damage on the lcd board, mother board, interface board, radiofrequency board, motor, vibrato motor and battery tube assembly during visual inspection. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer had been hospitalized for high blood glucose. Customer's blood glucose was 230 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned device had alarmed motor error alarm. Customer's blood glucose was 43 mg/dl. Drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.